Manufacturer narrative:
No button error alarm. Failure analysis found intermittent button response due to moisture damage keypad trace. Minor scratched lcd window, cracked case near display window corners.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 200 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.